Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a universal surgicla manipulator (usm) involved with this complaint to perform failure analysis. The unit came into failure analysis with reported problem "319". Error 319 was confirmed and replicated. The unit was tested on an in-house system in normal mode where it triggered an error 319. The unit was also tested on psc fixture test platform (pftp) where it failed check all boards test. Failure indicating power issue with carriage axes controller, carriage power (accp) board. After installing gold accp board, the unit passed check all boards. Fa replicated error 319 with original component reinstalled.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse replaced universal surgical manipulator (usm) 2 due to error 319. The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer stated that the system encountered an error with code 319 pointing at universal surgical manipulator (usm) 2. Prior to the call, the user restarted the system twice, but the error persisted. The intuitive surgical, inc. (Isi) technical service engineer (tse) confirmed that the patient was present in the operating room. The isi tse also confirmed that the customer could not proceed with three usms. Then, the isi tse verified the presence of error 319 in the logs pointing at the axes controller, carriage (acc) board in usm2. The isi tse suggested performing a hard power cycle/emergency power off (epo) of the patient side cart (psc). The customer stated they wanted to remove instruments and endoscopes first and ended the call. The customer called back and informed the tse that they would most likely convert to laparoscopy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was not converted to a traditional laparoscopic approach. The procedure was completed robotically with the affected universal surgical manipulator (usm) disabled. Therefore, there was no increase in port size incision or adding additional ports. The patient did not have to tolerate any change, and there was no injury to the patient.